Manufacturer narrative:
Th device has not been received for evaluation. A supplemental report will be submitted when the evaluation is complete. The sterilization and lot history records for this device were reviewed and found to be acceptable. Report 2 of 2.

Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter had inadequate cutting action at 5000 cuts per minute but performed adequately at lower cut rates. There was no serious injury or report of permanent impairment related to the event.